Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing during the load fill tubing process. There was no known impact to the customer¿s blood glucose level and the customer reported reverting to manual injections for insulin therapy for a short time while they obtained pump supplies. Once pump supplies were available, an infusion set and cartridge change was performed resolving the issue. Insulin deliveries were successfully resumed after the supply change.